Manufacturer narrative:
The sl-10 stryker microcatheter was returned which was x-rayed and confirmed no coil/device was inside, and the coil remains implanted in the patient; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during re-positioning of the coil in the aneurysm, the coil stretched and was unable to be removed. Six (6) stents were placed "all the way down" to affix the coil to the vessel wall. There was no reported patient injury.